Manufacturer narrative:
Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support, however, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad produced a low speed alarm. The patient was asymptomatic. Review of the submitted log files by technical services revealed pump stops or speed drops below the low speed limit (lsl). Per the technical services, this type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to occur while the lvad was connected to the power module. Abdominal x-ray review by technical services revealed a possible little pinch in the external section of the percutaneous lead, but this was unable to be confirmed as the location of the short to shield via the x-rays. The patient was admitted to (B)(6) hospital intensive care unit and the lvad was placed on an ungrounded patient cable. On (B)(6) 2018 abbott technical services arrived onsite and attempted to reproduce pump stoppages with the lvad on a grounded patient cable and positional changes. No pump stoppages occurred. Technical services performed a distal end percutaneous lead (driveline) replacement approximately 2.5 inches from the exit site. The lvad was placed on a grounded patient cable without issue. The patient was to be observed for 24 hours for reoccurrence of alarms.

Manufacturer narrative:
Device evaluation: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(4). The submitted log file showed the pump stops occurring on (B)(6) 2018 at 10:38pm and (B)(6) 2018 at 12:04am and 12:05am. 111 driveline fault alarms were noted. All of the captured events occurred while operating on the power module. The submitted x-rays were unremarkable. The approximately 19 inch segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate but there was some breakdown of the braided shield beneath it approximately 2 inches from the system controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.